Manufacturer narrative:
The hill-rom technician found the nurse call and bed exit functions were not activated. A search of th hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The service technician activated the nurse call and bed exit functions to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from hill-rom technician stating the nurse call was not on and bed exit not enabled. The bed was located at the account 4c. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).